Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 58.5 ml, rate 2.5 ml/hr, given 56.50 ml, unknown if air in line, patient not affected. No further information available.